Manufacturer narrative:
Method: device history review. Device not returned;results: no relevant issues were identified in the manufacturing records for this lot. All released units met specifications. Investigation concluded the reported device is fully functional as per email correspondence from sales rep. Device will not be returned as is working properly was confirmed by sales rep correspondence. Therefore, there is no device specific failure mode that was identified. Conclusion: no device problem was confirmed.

Event description:
It was reported that; inserter/distractor for the aero-al cold welded upon checking instruments before sterilizing for a surgery.

Event description:
It was reported that; inserter/distractor for the aero-al cold welded upon checking instruments before sterilizing for a surgery.